Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. The customer blood glucose level was 45 mg/dl. Customer stated that the auto mode feature was not active. Customer stated insulin pump received change senor and calibration not accepted alert. The insulin pump will not returned for analysis.